Event description:
The suspect meter showed variatins in test results when compared to the lab. Test results were reported as follow: inratio = 3.2, 5.1, 5.6, 4.5, 3.8, 6.1, 3.6, 4.4, and 4.1; lab = 2.9, 4.0, 3.1, 4.0, 3.6, 2.4, 3.3, 3.0, and 2.9 respectively. A new strip was provided to the patient for further testing since his current lot had expired. Latest test results are as follows: inration = 3.0; lab = 2.3: patient will continue to test with meter and lab. Further follow up to be performed.